Event description:
A lifecor sales rep. Contacted customer support to report a possible treatment event for a female pt. A review of the downloaded ECG and device data revealed a high amount of ECG noise on both channels resulting in the false arrhythmia declaration. The pt was conscious during the event, but did not use the response buttons to silence the alarms and prevent the defibrillation shock. The pt was retrained on device response button use to prevent a treatment while conscious. The pt's electrode belt was replaced due to the expelled gel and for further eval of the ECG noise.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The cause of the excessive ECG noise alarms and resultant arrhythmia declaration was a damaged wire within ECG node b. The +5 volt wire had been pinched down on an alignment stud by the ECG node cover resulting in an intermittent short to ground. The root cause was a mfg error. The assembler failed to ensure the wire was routed according to the documented procedure when installing the cover. The faulty electrode belt will be repaired. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.